Manufacturer narrative:
Unit received with currents in specification. No unexpected battery out of limit. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display widow corners, battery tube threads cracked,cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 362 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.